Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is displaying diagnostic code 1102 check vent: primary alarm failed message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention was provided to the patient, nor a delay to therapy noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided the customer the latest version of the service manual for troubleshooting purposes. When the primary audible alarm test fails for either speaker, alarms are annunciated using both the primary and backup audio devices. The rse advised biomed to order and replace the v60 speakers.